Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator indication interstim - other. A por-power on reset occurred. She went to use pp (patient programmer) to check settings and por message appeared. There were no trauma/falls reported that could be related to this issue. The was a recent medical test or emi environmental exposure. She had a laminectomy of her l4 on (B)(6) 2015 and had been recuperating from that surgery all this time. She hadn't checked implant status since (B)(6). Patient was wondering if the laminectomy could have caused por. Symptoms reported were none. Event date was on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.